Event description:
The customer's husband reported that the customer passed away due to cranial bleeding. The customer was wearing the insulin pump and had gone into diabetic coma prior to her death. The husband stated that the customer was visited by the diabetic consultant two weeks prior to her death and they went over infusion set insertion techniques. The husband agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.